Manufacturer narrative:
Clinical development manager (cdm) reported that she provided surgery support on (B)(6) 2016. During visit 27 patients were completed without complication. Cdm made minor adjustment in pocket s/l 5/5 to 6/5. Laser within amo specs. Surgeon is happy with current settings.

Manufacturer narrative:
(B)(4). Clinical development manager (cdm) visited the account after the event and check laser. Laser found within amo specs and discussed flap thickness defaults wit doctor and recommended thicker flaps. All pertinent information available to abbott medical optics has been submitted.

Event description:
Surgeon reported that patient experienced vertical gas breakthrough (vgbt). The vgbt had a triangular shaped spot near the superior hinge, out of the visual axis, on the patients first (right) eye, about 10-15% of the entire flap area and that it was not advisable to lift the flap. Surgeon did not lift the flap on this eye and did not complete the visx treatment. They are planning to return the cone used during treatment.